Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. The patient stated they had not noticed anything out of the ordinary when they had removed the supplies from their boxes and over pouches. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the patient check the connections and bags; the patient stated one of the bags was wet underneath. The patient stated they did not see any holes in the bag or line; however it seemed as though the bag had a pinhole leak as it was wet under the bag. The tsr had the patient cycle power to clear the alarm. The patient stated they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.